Manufacturer narrative:
Device history review was completed. There were no deviations or non-conformances associated with this lot. Trending analysis reported one (1) other related occurrence of this issue for this product lot. Quality control testing was complete and passed. A customer returned sample was requested. If additional information is received an additional follow up MDR will be submitted.

Event description:
On oct 8th the customer reported an error loading & unloading, failing to move to correct location on the stage and scans of a previously scanned/captured slide when the system says it's on a subsequent slide for material 23gslxxxkfxupg for cytovision sn# (B)(6). No loss of patient data.

Manufacturer narrative:
The awareness date for submission 1419341-2024-00012 follow-up 1 was incorrectly entered in section g3/4. The correct date was 07 november 2024.

Manufacturer narrative:
Added h6 type of investigation, investigation findings, and investigation conclusions. Customer return was tested and investigation identified normal wear and tear leading to intermittent component failures. If additional information is received an additional follow up MDR will be submitted.